Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an issue with keypad anomaly. Customer stated that the keypad buttons were unresponsive. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complained on (B)(6) 2021 the insulin pumps buttons are not responding properly and the keypad overlay is peeling. Device passed self test and displacement test. Intermittent response from all buttons due to moisture damage to keypad traces. Device passed the keypad voltage test. The connector on electrical board 1 was locked properly during visual inspection. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and peeling keypad overlay. The p-cap/reservoir does lock properly. Confirmed intermittent response from all buttons due to moisture damage to keypad traces and peeling keypad overlay.